Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "the effect of varus and valgus deformity on results of cementless mobile bearing tka". Literature article "the effect of varus and valgus deformity on results of cementless mobile bearing tka" by r. Barry sorrells et al. Published by the knee was reviewed. The article purpose: to determine whether preoperative angular deformity affects survivorship or postoperative alignment after cementless mobile bearing total knee arthroplasty. The article reports: of the 917 knees available for study, 913 had postoperative data available for survivorship analysis. Through their data the authors conclude thatcementless mobile bearing implants can be successfully used in a wide range of angulated deformed knees, although preoperatively deformed knees did not do as well as preoperatively undeformed knees. Cement was not used. Lcs implants were used in all patients. The patella was also routinely resurfaced. Depuy products involved: lcs. Complications: deep vein thrombosis (13), pulmonary embolism (9), minor bleed (15), hematoma (2), adhesions (15), joint stiffness (15), infection (9), implant migration (9), aseptic loosening (2), mispositioned (16), polyethylene wear (11), polyethylene fracture (3), fracture (6), surgical intervention (41).